Event description:
Covidien received a report of a n-560 with no audio. The unit was in use on a pt, no pt information is available. It is reported that when the saturation readings went below the alarm limit settings there was a visual, but no audible alarm. The n-560 was replaced with no further incident reported.

Manufacturer narrative:
The unit has been received by covidien, and evaluation is pending.